Event description:
It was reported that during an implant procedure, while testing the implantable pacing lead the helix would not extend despite multiple attempts. Eventually after several more attempts the helix extended. The lead was not used in the patient and another lead was used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary #analysis information -- 2013-(B)(6), 14:25:52 cst pli# 10; product ID# 5086mri45. Analysis was performed and no anomalies were found, (B)(4).